Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026, the patient reported symptoms of nausea, vomiting, and feeling extremely cold. At that time, the cgm displayed a glucose value of 370 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed 440 mg/dl. The patient was using an omnipod 5 insulin pump at the time of the event. The patient¿s personal nurse administered insulin via the pump and then contacted emergency medical services (ems). Upon arrival, paramedics obtained a fsbg of 459 mg/dl, while the cgm remained at 370 mg/dl. No treatment was provided on-site, and the patient was transported to the emergency department (ed). At the ed, a fsbg showed 600 mg/dl, while the cgm displayed 400 mg/dl, continuing to demonstrate inconsistency between readings. The patient received treatment with intravenous (IV) insulin and an insulin injection. The patient underwent laboratory evaluation and was diagnosed with diabetic ketoacidosis (dka) and admitted. Following treatment, symptoms improved, and the patient was discharged the next day in stable condition. At the time of report, the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid at the onset of reported symptoms and upon arrival of paramedics. Upon arrival at the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ chills.